Event description:
Per independent repair center statement, the units o2 outlet was broken from the control panel. The key failure was the o2 outlet being broken. Additional malfunctions include the control panel was broken, the logo décor was missing, the invacare label was missing, the no smoking label was missing, the smart pack was dirty, and the gear clamp for the manifold had a loose hose.